Event description:
Initial report from hosp was than 125ml of air was injected into pt. Subsequent conversation with rep on 9/4/03 suggests that an infiltration occurred. No air was detected on films and contrast residue was detected in the veins.